Event description:
Once catheter was advanced to desired location, the jacket would not retract. Physician attempted vigorous flushing, manual compression and advancing device to a straighter area. He withdrew device and proceeded to implant alternate device.